Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The reported ventilator device was investigated on site and the fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module reproduced the described customer issue with the technical error for the turbine module. The ventilator passed pre-use check. Ventilation on test lung for 12 hours generated the described customer issue with technical alarm regarding the turbine module. The failure was traced to the turbine in the turbine module. An evaluation of the received device logs could confirm the event with technical error regarding the turbine module. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm. A technical error indicating timing issues with the turbine control was detected in the device logs. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref (B)(4).